Manufacturer narrative:
The device was not returned to the manufacturer for analysis. An investigation has been initiated based on the reported information. Linked to mfg. Report number 9680091-2018-00006.

Event description:
This is 2 of 2 reported complaints. The foot and ankle specialist (2017) published an article entitled, "novel use of active leptospermum honey for ringed fixator pin site care in diabetic charcot deformity patients" demonstrated the safety and efficacy of a novel method of pin site care utilizing active leptospermum honey¿impregnated dressings (alh-medihoney) in diabetic patients undergoing deformity correction with open reduction with external fixation (oref). Nineteen diabetic patients with charcot deformities of the lower extremity were prospectively enrolled and followed for pin site complications following oref for deformity correction. Within the alh group, two patients showed evidence of superficial infection treated with oral antibiotics.

Manufacturer narrative:
This is a literature review complaint. The device was not returned to the manufacturer for physical evaluation, therefore, the reported condition could not be confirmed and root cause cannot be determined. Device history record review cannot be performed since lot number was not provided.